Event description:
The hospital facility reported, "the sponges shredded during a ligation for patient ductus arteriosus procedure performed the surgeon reported that he was unsure if all lint residue was retrieved and was concerned for potential abscess to surgical wound.